Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump has a blank display. Customer stated that the pump also alarmed failed battery test. It was reported that customer was hospitalized for high blood glucose levels and diabetic ketoacidosis (dka). Customer's blood glucose values at the time of emergency room visit was around 858 mg/dl. Customer was not wearing the pump at the time of emergency room visit. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.